Event description:
Device malfunction: none. Symptoms/ae/outcome: stroke. Time of symptoms/ae: one hour after procedure. It was reported that one hour after successful stent placement procedure in a heavily calcified left internal carotid artery. The patient became confused to time and place. A MRI was obtained, which revealed two small diffusion abnormalities, chronic small vessel disease, and possible meningioma. Reportedly, no treatment was given and the patient was discharged to home as expected in 2007. No additional information was available. Study event. The lot history record was reviewed. There were no non-conforming material reports associated with this lot number.